Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead signal was matching up with the right ventricular (rv) signal. A chest x-ray confirmed that the ra lead had dislodged into the rv. The ra lead was revised and remains in use. No patient complications have been reported as a result of this event.